Manufacturer narrative:
D9. Date device returned to manufacturer added.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 65 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Prior to the pump placement the patient was known to have had CPR for a cardiac arrest, and was supported by inotropes, vasopressors, and oxygen for respiratory needs. The medical history was not shared. The cp and automated impella controller (aic) were supporting when the aic was noted to have intermittent placement signal loss and a controller failure alarm. The team replaced the aic with a backup aic and patient survived. The aic will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support. The patient survived and support was weaned and explanted when the hemodynamic support no longer deemed necessary.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.